Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 92,759 joules. Also, it was reported that this fiber used to complete the case. No pt injury was reported. The device was not returned for eval.